Event description:
A patient with an evoke spinal cord stimulation (scs) system reported potential allergic reaction symptoms. The symptoms were experienced regardless of whether their scs system was on or off. The physician did not allege that the scs system or procedure caused the reported symptoms. At the patient¿s request, the scs system was explanted.